Event description:
Customer reported issues with the insulin pump. Customer states that there is no intermittent response by pressing the buttons of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage to keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.